Event description:
Patient revised for second time on (B)(6) 2020 due to instability. Primary surgery (B)(6) 2020, first revision due to instability on (B)(6) 2020 (previously reported). Surgeon converted the reverse to a hemi, explanting all components except humeral stem (24mm glenoid baseplate, 40mm eccentric glenosphere with screw, 135/145 reversed adapter, 40/+9 stability humeral cup, 4 screws) and then implanting a 50x20 humeral head and a 50/+5 centered spacer.